Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular  procedure for the treatment of a 42mm abdominal aortic aneurysm.  It was reported during the index procedure, while attempting to implant the endurant contralateral limb after implantation of the main body, that the tip of the delivery system of the limb had separated from the outer sheath. The separation was identified via angiography. The limb extension stent graft could not be implanted. The device was replaced with another endurant limb and the implantation was successful.  As per the physician the cause of the tip detachment could not be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed that the stent did not reach the deploy position and it was not known if this could be deployed. While tracking the device before the gap was noticed, the resistance during the entry process was very large. During the entry process, the patient was in unbearable pain. Angiography found that there was a gap between the outer sheath and the tip so the stent was withdrawn. The gap was visually found. The replacement stent was successfully implanted in the body. It was reported the patient had a normal anatomical structure which was not abnormally tortuous. It was reported introducer sheath was not used during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis conclusions; one image was returned from the account for review. Photo capturing an endurant stent graft system taken at the account. The distal section of the graft cover and taper tip are visible in the image. The stent graft is loaded in the delivery system with blood present in the graft cover. A gap is present between the taper tip and tip of the graft cover with deformation evident to the tip of the graft cover. No detachment is visible in the image. The reported ¿detached in vivo¿ was not confirmed through analysis of the image provided. The device returned with the external slider in the home position. The tapered tip was deformed. A 3.75mm gap was present between the tip of the graft cover and tapered tip (specification <(><<)>(><(><<)><(> <<)>)>/= 1mm). Deformation was evident to the tip of the graft cover with the material at the tip folded in. Multiple kinks and a twist were also seen to the graft cover. The reported ¿dimensional deviation¿ cannot be confirmed through analysis. The reported detachment event could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Additional procedural angiogram for further analysis of the event were not received. B5; additional information received: it was noted when the t tip of the delivery system separated that there was a gap between the tip and the outer sheath h6. Device code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.